Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed via ultrasound and MRI, also stated has breast cancer. The device remains implanted. The reported event of breast cancer is not related to the device.